Manufacturer narrative:
The pump gave a button error alarm due to corroded keypad traces. The pump also had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 9.2 mmol/l. Customer stated that there was no response from any button. Customer changed the battery and the anomaly persists. Buttons were not pressed for longer than 3 minutes. The pump was not bumped or dropped. The pump will be returned for analysis and will be replaced.